Manufacturer narrative:
Philips fse (field service engineer) could not duplicate the reported issue. Fse determined it was a patient circuit issue. The unit passed all performance verification tests and was ready to be retuned to clinical use.

Event description:
The customer reported that the crossover circuit test failed. There was no patient or user harm reported. The event date was not specified; estimate used.